Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2017, this patient was implanted with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2428j/15605405) to treat a thoracic aortic aneurysm. After the tag implant, the right external iliac artery (reia) was dissected when the dsl2428j was removed. The physician decided to implant a metal stent (e-luminexx) to repair it. The patient tolerated the procedure. No further information is available.